Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 472 mg/dl and it was addressed with a bolus via the pump. At the time of the report, the customer's blood glucose level was 263 mg/dl. It was reported that there were air bubbles coming from the cartridge and in the luer lock. The supplies were changed; however, there were air bubbles seen again coming from the cartridge and in the luer lock. The contact primed the air out and resumed insulin delivery.